Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076-52 lead 2012-(B)(6), (B)(4).

Event description:
It was reported that the right ventricular (rv) lead showed high unstable thresholds, and a possible fracture. It was also reported that there was noise on the rv lead inhibiting atrial and ventricular pacing and the patient received inappropriate therapy. The lead was capped and replaced. No further patient complications have been reported as a result of this event.